Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed while inserting the arterial sheath, which led the physician to convert to carotid endarterectomy (cea) surgery. The patient's clinical condition after the completion of the procedure was reportedly stable.